Event description:
Boston scientific received information that the patient with this pacemaker was undergoing a non-device related procedure. The patient had a pulse oximeter and electrocardiogram patches on their body. It was observed that the pacer was atrial and ventricular pacing at 120 beats per minute. The field representative came to check the device and turned the rate response off and the patient's rate decreased back to the lower rate limit. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.